Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple cubies had failed, with additional random cubies also showing errors. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failures in enhanced half-height cubie drawer 4-1. The field service engineer (fse) inspected the drawer and replaced a worn retractor band and the drawer controller, reseated the rowboard cable at the drawer controller and all cubie trays, and removed foil debris from beneath and around the cubie trays, restoring proper drawer functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.